Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with retention test strips in comparison to a retention meter and master lot strips. Two human blood samples from marcumar donors were used. Testing results: donor #1: retention meter and master lot strips: 3.8 inr. Returned meter and retention strips: 3.8 inr. Donor #2: retention meter and master lot strips: 4.2 inr . Returned meter and retention strips: 4.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation is a lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek inrange meter serial number (B)(4). The result from the meter at 6:00 pm was 5.3 inr. The result from the meter at 6:01 pm was 4.4 inr. The result from the meter at 6:02 pm was 4.0 inr. A different finger was used for each test. The patient¿s therapeutic range is 2.5- 3.5 inr.